Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial event indicated that this issue occurred over multiple patients. Please provide the following additional information: is the exact number of patients known? Please provide number. If yes, have these events already been reported to ethicon? Please provide pc numbers. If no, please create one pc for each patient. Please provide pc numbers of newly created files. If the exact number of patients is not known, please create 1 additional pc to capture the ambiguous number of additional patients. If the product code is unknown for these additional events, but it is known that the suture used was monocryl plus, monocrylplusunk can be entered in the ip in place of an actual product code. For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any medical/surgical intervention required for the reported events including date and findings. Please describe the appearance of the suture during the second procedure, if applicable. Is it known how the wound dehisced? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Does the patient have a known allergic history to any medical devices, food and/or medication? Does the patient have a sensitivity to triclosan? Was the patient sent for testing to determine if they had a sensitivity to triclosan? If yes, please provide results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-07414.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient experienced wound breakdown, dehiscence, not healing, slower to heal, keloid scars, and wetter wound area. It occurred with the subcuticular layer. The surgeon stopped using plus sutures as a result and now uses a different non absorbable suture. It was stated the patient did not require a revision surgery. Additional information was requested.